Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had bolus stopped alarm. Customer's blood glucose level was unknown. Customer states insulin pump was delivering bolus but it stopped bolus delivery. Customer also states failed battery alarm. Customer states they were not able to clear the alarm. Customer performed troubleshooting but insulin pump not responding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery test alert, bolus stopped alarm and unexpected battery power loss due to buttons not responding.